Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height main drawer 2 failed to detect on the bus and required maintenance. The field service engineer (fse) had discovered that the retractor band mounting bracket was bent and successfully bent it back into place. Additionally, the fse had resolved the issue by replacing the retractor band cable. Upon testing, the fse found that the slides were sticking, but the fse did not have the necessary slides to complete the repair on the legacy drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 2 was not detected on bus. The customer stated that the malfunction occurred when user tried to issue medication to patient. However, there were no adverse events or injuries reported due to this event.